Event description:
It was reported that the patient bumped her device on a door handle ¿about a half week ago¿ and the device was sticking out sideways, which it was not before. The site had been sore ever since. The patient also reported the following symptoms: infection, pain at the implant site, the site was swollen and hot, vomiting, urinary tract infection (uti), and she could not bend over at the waist. The patient went to the emergency room (ER) for vomiting on flulike symptoms on ¿saturday or sunday¿ and they said she had an infection because her blood count was high. They determined the patient had the flu and she was treated for a uti with cipro. The patient finished her course of cirpo on the day of the report, but did not think her uti was gone. The patient also stated she had ¿heard of malfunctions with the device and did not mind if she would get surgery to reposition.¿ the patient also experienced a jolting sensation when she moved the wrong way and noted that it did not occur when she was still. The jolting stopped when the patient turned stimulation off and she was worried that this would cause permanent nerve damage. The patient did not sleep well if stimulation was turned off as she urinated ¿all night.¿ the patient had a doctor¿s appointment ¿on friday.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# va08f3e, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported the cause of the event was a fall and impedances greater than 4000 ohms were measured on contacts 2 and 3. It was stated the issue was due to the lead and there was a lead break and dislodgement or migration. It was noted a surgical revision of the lead occurred on (B)(6)-2013 and the ¿electrode¿ was replaced. Reportedly, the patient did not require hospitalization and the patient recovered without sequelae.